Event description:
Event description cpi received information that this bipolar lead was removed from service due to 'not capturing'. An invasive procedure was performed to replace the lead the physician elected to replace the implantable pulse generator (ipg) at this time also.